Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on in the incorrect mode and could not be used.complainant indicated that there was no patient involvement in the reported malfunction.